Manufacturer narrative:
As allowed by exemption (B)(4), (B)(4) (the importer) is submitting the report on behalf of (B)(4) (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it out pf an abundance caution to be complaint with 21 cfr part 803. Conclusions: it is addressed in the directions for use that gluma desensitizer is irritating to skin and contact with skin should be avoided. The directions also state, "the product contains methacrylate compounds that may cause sensitization by skin contact. Gluma desensitizer powergel contains glutardialdehyde that may cause localized irritation any cause sensitization either directly or through inhalation." This addressed in the directions for use, "protect mucous membranes from contact with the product using a rubber dam. The assistant used cotton roll isolation which does not isolate the mucosa adequately. Directions state, "then rinse with plenty of water and apply suction." The assistant had the patient gargle the water and spit. Gargling with water exposed all oral mucosal tissues to the gluma. It is stated that if necessary precautions cannot be taken then gluma desensitizer powergel must not be used. The use of a rubber dam is required by the direction and the product is contraindicated for use with out a rubber dam.

Event description:
Gluma desensitizer powergel was used by the dental assistance without using a rubber dam. Dental cotton rolls were used to protect the gingiva and applied the powergel up to the sulcus and further. According to the given information the mouth was rinsed with a lot of water (by gargling and flushing). The patient went to a doctor and solco seryl was applied. Additionally she applied linseed oil at home to reduce the symptoms. According to the letter from a lawyer, dated (B)(6) 2013, (B)(6) suffered a lot of pain and was not able to eat properly for months due to a loss of taste until (B)(6) 2012. Her lip was swollen all the time, the mouth corners ripped and bleeding constantly. She wasn't able to go in the sun in the summer because the pain increased due to the heat. She went for additional treatments to a general practitioner, an ent doctor and a clinic in (B)(6).